Event description:
A report was received from the USA with info that an 840 ventilator had an upper erratic graphical user interface (gui) display. Info received indicated the event did not occur during pt use. The date of the event was not provided.

Manufacturer narrative:
The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb. The device passed extended self-test, short self-test, and the performance verification test. Covidien ref: (B)(4).